Event description:
The customer reported that the system was intermittently not saving patient images (data loss). There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was evaluated and replaced. The system software was reloaded. The system was tested and found to be working as intended and returned to service.